Manufacturer narrative:
H6: code updated, previously applied code fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the sample was completed and concluded that the device and an open pouch were returned in a double resealable bag. The pouch was open from 3 of 4 sides when returned. Upon return, there were no traces of contamination observed on the device. However, it was observed that the inner shaft between hubs was slightly bent. The inner assembly spun by hand with no issues. The device was able to load into a handpiece but was unable to spin properly; it was wobbling while running in forward mode up to 12,000rpm. The device failed functional testing due to defective condition upon return and the inability to spin properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to usage, the bur does not rotate normally (the bur did not rotate from the beginning). There was no patient involvement.